Manufacturer narrative:
No definitive conclusion can be made at this time as to the cause of the post-op complication. Recurrence is a known inherent risk of hernia repair surgery and listed in the adverse reaction section of the instructions-for-use as a possible complication. A photo of the explanted device was provided. The photo shows the device intact and contaminated with blood and debris. Review of the photo confirms the explanted device to be consistent with mesh implant. However, positive identification (i.e. Product code) of the device cannot be made. The photo does not assist in determining a root cause for the reported hernia recurrence. The exact implant date is unknown, however as reported the mesh was implanted at least 12 months ago. It is believed the implant was placed in a robotic assisted approach and fixated with absorbable sutures. As reported no additional information was made available. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Not returned.

Event description:
It was reported that a patient had a recurrence of a parastomal hernia after using what is believed to be phasix st mesh. As reported the patient underwent additional surgery that included explant of the device. An image of the explanted device was provided from another surgeon at the facility who had not performed the procedures (implant/explant). It is reported that the doctor would have used a robotic assisted technique, with absorbable suture used to close the defect. It is reported that the device was implanted "a year or perhaps two."